Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the cystonephrofiberscope tested positive for unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. The customer did not provide the facility cds processes. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep. 12, 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the investigation results, a definitive root case could not be determined, however, based on the provided data, the case could be only partially assessed, and there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks and foreign materials) could be a source of microorganisms particularly when combined with poor reprocessing, which may be evident from the finding of foreign materials upon inspection. Without cds information from the customer we are unable to correlate any lapses in reprocessing against the validated IFU. After reprocessing by olympus, hmi was within acceptance criteria and did not confirm the customers positive culture report. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.